Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. Unit received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive after being exposed to sweat. Blood glucose level at the time of the incident was 198 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.